Event description:
An altitude alarm was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue did not require cartridge replacement, and insulin resumed with the original cartridge after receiving preventive tips from cts, which the customer understood and acknowledged.